Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that entire teflon pad was missing from clamp arm. The clamp arm was still able to open/close, but insert was not fully functional without the teflon pad. Engineering concluded that damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a davinci si surgical procedure, a piece got stuck at the distal end of the harmonic ace curved shears insert, and the surgical staff was unable to remove it; this was identified during set up, the harmonic ace curved shears insert was not used in the case. No patient harm, adverse outcome or injury was reported.